Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator was connected directly to a balloon hub. When pulling negative pressure, the handle was difficult to depress and lift to inflate the balloon yet was able to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database identified similar incident(s) from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction: h6 - medical device problem code: code 1354 was removed.